Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The model listed in the report is a representative of the device referenced; possible models could include: 5568 (five patients), 4568 (two patients), and 4068 (one patient). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿pericarditis following permanent pacemaker insertion.¿ imaj 2004; 6:599-602.

Event description:
A journal article was reviewed that contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. The author reported that there were eight (8) patients who presented with the following complications and confirmed pericarditis: chest pain, friction rub, fever, fatigue, pleural effusion, ¿new¿ atrial fibrillation (af), elevated erythrocyte sedimentation rate, and pericardial effusion. One of the patients with the pericardial effusion showed signs of cardiac tamponade, which was resolved with pericardiocentesis. Patients were given steroids and/or non-steroidal anti-inflammatory drugs for the pericarditis; which led to improvement for some. One (1) patient had the lead removed and reimplanted due to dehiscence of the pocket, which was treated later ¿successfully.¿ the status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.